Event description:
It was reported that the patient had passed away several years ago. The cause of death and the disposition of the device are unknown to date. No additional relevant information has been received to date.

Manufacturer narrative:
Initial report inadvertently reported the initial report's last name as (B)(6) instead of (B)(6).